Event description:
Account reported discrepant calcium and glucose results for a patient sample: calcium-5.9/8.6 glucose -79/132 mg/dl. The incorrect results were not used to guide therapy. The field rep was unable to determine a cause for the discrepancy.